Event description:
Customer reports she felt her glucose meter was reading higher than she felt, she was feeling sick and throwing up. She felt like she was going to pass out. She went to the hospital and was treated with unknown treatment for hypoglycemia, blood sugar at hospital was 68 mg/dl.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.